Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Adc customer service attempted to contact the reporter 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.

Event description:
An alarm issue was reported with the adc device. The glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced dizziness and required unspecified hcp medical treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a32. The glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced dizziness and required unspecified hcp medical treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported that their glucose alarm did not sound, and were unaware of changes in glucose levels. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s10 android 12 2.7.5.7252 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.